Manufacturer narrative:
(B)(4) no longer part of the event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional who stated they did not believe the breathing issue/chest pain were related to mdt device/therapy as there were no notes in the patient's chart regarding this. The patient had a successful phase one trial and went on to phase two (B)(6) 2017. Patient had a pre-existing history of reoccurring uti's and the uti was not thought to be related to device/therapy. No further complications were reported or are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an external neurostimulator it was reported that the patient stated she was in the hospital with a uti, chest pain and problems breathing from tube that was used in the patient¿s throat from the evaluation. Patient was in the hospital due to chest pain. Patient stated she couldn¿t rate the evaluation fairly because she had diarrhea due to taking two different antibiotics. No further symptoms reported. No device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.